Manufacturer narrative:
Please refer to the attached report analysis of provided data revealed: - as reported, the report pdf dated (B)(6) 2024 was incorrectly generated. - the root cause of the issue could not be determined with certainty; it could be due to remote monitoring system limitations or software bug. - it should be noted that the report can be correctly generated on request (report attached). - this case is retained for trends purposes.

Event description:
Reportedly, there is a message of error under the section "observations" into the remote transmission.